Event description:
It was reported that the patient experienced worsening shortness of breath and dizzy spells. High threshold and intermittent pacing were noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4469 competitor implantable pacing lead, (B)(6) 2007. (B)(4).